Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead implanted: (B)(6) 2010; 4968-60 lead implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning due to impedance. The lead trend exhibited a varying range with times high, out of range. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.